Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported their weight at the time of the event to be (B)(6) pounds.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was r eported that the connector pin was broken. The patient stepped on the end of the desktop charger (dtc) cord and it won't plug into the recharger because it is damaged. The patient reported they had pain because their battery ran down. No further complications reported and/or anticipated.

Manufacturer narrative:
Analysis of the recharger ((B)(4)) found that there was a broken connector pin in the cable assembly. If information is provided in the future, a supplemental report will be issued.